Manufacturer narrative:
The reported error code 216 was not duplicated upon evaluation of the console, but it was observed in log data. The log data was reviewed further and there were high pressures observed in the right and/or left pump chambers. The optical encoders were replaced as a preventative measure in the event the encoder had intermittent readings of the code wheel. The console was reassembled and tested, and was found to successfully pass the operational verification test.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. The perfusionist stated that the console displayed an error code at the end of the procedure before the surgeon put the patient back on cross-clamp. As a result, the report stated the surgeon decided not to go back on cross-clamp. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation. Follow-up attempts with the perfusionist regarding additional information was not successful.